Event description:
It was reported that this patient with a subcutaneous implantable cardioverter defibrillator (s-ICD) system received two non-isolated inappropriate shock due to muscle noise or movement artifact. The patient presented to the emergency room (ER) and isometrics was performed and when programmed to primary vector there was no noise. Technical services (ts) reviewed the device data and found t wave oversensing due to low amplitudes. Ts noted that primary does not look like a viable option and secondary is not good due to signal size with noise. Ts recommended to explore alternate however, not likely going to be an option. The device was programmed off and the field representative will check the device again. At this time, the system remains in service. No additional adverse patient effects were reported.